Event description:
It was reported that during a routine device upgrade procedure, when the chronic right ventricular (rv) lead pace/sense pin was inserted into the new implantable cardioverter defibrillator (ICD), the set screw felt like it had been rounded. Visualizing down the rv header port, the screw could be seen. The ICD was not used, and a different ICD was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # performance data collected from the device was received and analyzed. There were no anomalies found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary:the device was returned and analyzed. There were no anomalies found. It was noted that the device set screw was rounded in the socket. (B)(4).